Event description:
Rn used vanishpoint 25 gauge x 5/8" 3 cc syringe to administer heparin to an inpatient in the hosp. Needle did not retract while in pt. She removed the needle from the pt and dropped the syringe. She stuck right palm with the needle when picking it up.